Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2015, 690r36 heart ring implanted: (B)(6) 2015, 800sr30 heart ring implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on atrial tachycardia/ atrial fibrillation (af) episodes and had intermittent pacing. The patient was experiencing chest pain and shortness of breath. The lead remains in use. No further patient complications have been reported as a result of this event.